Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead ring electrode on the connector pin came off the lead body along with attached conductor during an implant procedure. The lead was explanted. No other incidents occurred during the procedure. No further information is available at this time.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received indicated that the patient was brought into the lab for a device implant. The patient was stable before, during, and after the procedure.